Event description:
Physician reported that the patient was experiencing an increase in seizures with device stimulation. It was noted that when the device was turned on the seizures increased and when off the seizures decreased. It was noted by the physician that the patient did not have any medication changes recently that could have contributed to the increase in seizures. The device was disabled. No additional or relevant information has been received to date.